Event description:
The customer reported that the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative adjusted the input transformer to match the power supply voltage. The system was then found to be operating as intended.